Event description:
Information received indicates, the foot brake casters are not locking when the brake is engaged.

Manufacturer narrative:
The technician replaced the broken transfer link to repair the stretcher.